Event description:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04585, 0001822565 -2019 -04718, 0001822565 -2019 -04719, 0001822565 -2019 -04722.

Event description:
It was reported that a patient underwent a left tha. Subsequently patient experienced bilateral hip pain, instability, difficulty with ambulation and underwent revision of left hip approximately 21 years later. During the revision surgeon notes significant bone erosion, cup loosening, migration and fragments of screws along with metallosis stained tissue that required debridement. Attempts have been made and additional information on the reported event is unavailable at this time.